Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that he was working today and he received his new insulin pump. Customer needed to retrieve a setting from his old pump when he received a compromised force sensor system alarm. Customer stated that he used the old pump to give himself insulin but the infusion set got torn out while he was working. Customer did not notice and his blood glucose was over 200 mg/dl. Customer's blood glucose at the time of the incident was 237 mg/dl. Customer stated that the insulin was squirting out during the manual prime process and he was unable to exit the preparing to prime loop. Customer reported that the drive support cap was also sticking out and he pushed the cap back in but he was not connected to the device. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.